Event description:
The customer reported the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault. This message is accompanied by cycle power message/instruction. There was no report of pt involvement. The device was evaluated by a philips field service engineer who confirmed this malfunction and resolved it by replacing the power pca. After passing all testing, the device was returned to service.